Event description:
The customer alleged they received a questionable valproic acid result of their c501 analyzer. The patient's initial valproic acid result was 10 mg/l. The result was questioned by the patient as it indicated non-compliance. The repeat result was 58 mg/l, which is in the therapeutic range. There were no adverse events. The valproic acid reagent lot number was 659195 and the expiration date was not provided. It was noted the customer was not using the recommended rack adaptors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No information was provided on the specific part number involved in this event. This event occured in the (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. No reaction kinetics or were provided. A malfunction of the reagent can be excluded as the calibration and quality control were fine. It was noted that the customer was not using the recommended rack adaptors which can cause pipetting errors. In addition, several issues were found during site visits to examine the c501. Not all the required special washes were installed. There was contamination in the incubator bath. There were incorrect height adjustments on the ultrasonic mixers.